Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that there was a tactile change or responsiveness issue with the pump keypad buttons. The keypad cover was allegedly also damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with the keypad cover peeling from the base. During testing, the ok and up arrow buttons were intermittently responsive. The keypad cover was removed and no contamination was found under the keypad button contacts, but the ok and up arrow button contacts were found to be damaged and did not spring back up after depressing the buttons. Unrelated to the initial complaint, the pump was returned with a torn audio bolus button and the display screen was dim and discolored.